Event description:
A facility reported an issue with a pulmonary artery catheter where, a crack was noted just distal to the hub of the catheter's proximal injection lumen, leading to clot formation and blood around the site. After removing the catheter, an inspection revealed saline sprayed out from the defective lumen. This incident is similar to three previous reports involving the same type of catheter. The recurrence of these defects suggests a potential manufacturer issue. Experts at the facility suspect the defects may be due to prolonged use (over five days). The lot number was not captured at the time of placement, contributing to the difficulty in tracking. Actions taken include contacting the manufacturer and continuing to monitor future occurrences. It was recommended that lot numbers be recorded during the cath lab procedures. The investigation is ongoing with a focus on monitoring and maintaining the frequency of device use. The device involved was from edwards, model 831f75.